Manufacturer narrative:
A service rep visited the dr.'s office to investigate the microscope incident. The rep was told that the dr. Replaced the microscope head and tightened the screw. The rep inspected the microscope and, as expected, found that the head was secured properly to the microscope stand. A thorough investigation of the event was not able to be completed. However, for the microscope head to fall off of the stand the following sequence of events would have had to occurred: first, the arm must have been locked in place. Second, the hex head securing screw located on the side of the microscope mounting block would have to have been loosened. Third, the microscope would have to be grasped and pulled away from the s7 floor stand at an approximate 30 degree angle from the normal hanging position, and fourth, the microscope head would have been lifted 3/4 of an inch and the mounting pin removed from the pivot mounting receptacle. Therefore, it is unlikely that the head would have fallen in an unexpected manner.

Event description:
While moving the opmi proergo s7 microscope, the head of the microscope fell off it's floor stand. The microscope head hit the persons shoulder while she was catching it, and she allegedly sustained a torn rotator cuff.